Event description:
On (B)(6) 2026, a 61-year-old male with a history of stage IV left-sided colon cancer with metachronous liver metastases received histotripsy treatment to a single tumor in liver segment 5 for a total planned treatment volume (ptv) of 17.3 cc. On (B)(6), the patient presented to the emergency department and was subsequently admitted for evaluation of elevated serum creatinine greater than 3.5 mg/dl and suspected acute kidney injury (aki). The patient received intravenous hydration and renal function improved. The condition resolved without additional interventions, and the patient was discharged on (B)(6).

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case. In response to reports of acute kidney injury associated with histotripsy, histosonics has incorporated the following warning into its labeling: "consider patient-specific risk factors for acute kidney injury (aki) and/or renal failure based on clinical history and procedural scenarios that could increase stress on kidney function, including but not limited to hydration status, planned treatment volume and expected use of imaging contrast agents. Consistent with other liver-directed therapies, treatments involving large treatment volumes or multiple treatment sessions may be associated with an increased risk of aki. Evaluate renal risk and monitor for signs of aki before and after treatment."